Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had their ipg replaced due to pain at the ipg site.

Event description:
Further follow-up indicates the pain at ipg site has since resolved.